Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 1 device was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the siderail cannot latch. There was no patient involvement.